Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of damaged fiber bonding at the outer tube is traced to component failure. However, the most probable cause of deposition of foreign material in the cable could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited damaged fiber bonding in the outer tube area (distal end) and foreign material in laser light guide cable. There was no patient involvement.